Manufacturer narrative:
H6: evaluation result codes - updated the device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window assembly, and twisted sections were found in the imaging window assembly. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Impedance testing showed an electrical open at the proximal end of the catheter, 130-140 cm from the distal housing. Functional inspection indicated that the catheter was properly recognized by the imaging system when plugged into the motor drive unit, and no connection issues or errors were detected during testing. A test guidewire was inserted, and no resistance was noted when tracking the guidewire into the catheter. Microscope inspection revealed that the guidewire exit port was lifted. Media returned by the customer was inspected and showed no evidence of the reported issue.

Event description:
Reportable based on device analysis completed on 02 oct 2024 it was reported that a catheter issue occurred. The 90% stenosed target lesion, measuring 16 mm in length and with a vessel diameter of 3.0 mm, was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter was kinked and damaged. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
Reportable based on device analysis completed on 02 oct 2024. It was reported that a catheter issue occurred. The 90% stenosed target lesion, measuring 16 mm in length and with a vessel diameter of 3.0 mm, was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter was kinked and damaged. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window assembly was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window assembly, and twisted sections were found in the imaging window assembly. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Impedance testing showed an electrical open at the proximal end of the catheter, 130-140 cm from the distal housing. Functional inspection indicated that the catheter was properly recognized by the imaging system when plugged into the motor drive unit, and no connection issues or errors were detected during testing. A test guidewire was inserted, and no resistance was noted when tracking the guidewire into the catheter. Microscope inspection revealed that the guidewire exit port was lifted. Media returned by the customer was inspected and showed no evidence of the reported issue.

Event description:
Reportable based on device analysis completed on 02 oct 2024 it was reported that a catheter issue occurred. The 90% stenosed target lesion, measuring 16 mm in length and with a vessel diameter of 3.0 mm, was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter was kinked and damaged. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window assembly was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that there were kinks in the sheath and the imaging window assembly, as well as twisted sections in the imaging window assembly. No damage or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection revealed that the guidewire exit port was lifted. Impedance test indicated an electrical open at the proximal end of the catheter, 130-140 cm from the distal housing. Functional test showed that the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing. A test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. The media returned by the customer was inspected and showed no evidence of the reported issue.